Event description:
Attempting to perform a laparoscopic salpingectomy for a ruptured ectopic pregnancy using the harmonic scalpel. Used 2 different reprocessed harmonic scalpels and 2 different cords. They did not work. Then used a brand new harmonic long shears with one of the cords previously used and it worked well and did not encounter any more problems. No injury, but prolonged surgery.